Event description:
A report was received that the patient had continued aching and burning pain at the left scapular border where the scs leads were tunneled. The pain over the left scapular was believed to be from the lead tunneling. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician believed, the burning pain sensation at the left scapular border was due to a loose ipg. The physician will not be revising the patient and there will be no further course of action will be taken at this time. Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator .

Event description:
A report was received that the patient had continued aching and burning pain at the left scapular border where the scs leads were tunneled. The pain over the left scapular was believed to be from the lead tunneling. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4) . Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm, model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.